Manufacturer narrative:
Taper ii . Medwatch sent to the FDA on 17/jul/2018. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Needle marks were noted on the port septum and scratches were observed on the port housing. The band ring and shell were noted to be separated near the band buckle. A portion of material appeared to be missing from the port tubing. An air leak test was performed and the band was noted to be leaking from the shell where the band had been separated near the buckle. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, both ends of the separation of the band ring and shell, located approximately 0.6 inches from the buckle, were noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Both ends of the partial separation of the band buckle and both ends of the port tubing were noted to have striated edges, consistent with damage from a surgical tool. An unidentified opening was noted on the taper tubing junction. A review of the device labeling notes the following: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "progressive nausea and vomiting over last several months. Upper gi - gastric prolapse." The device was removed.